Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a vessel dissection occurred. The target lesion being treated was located in the left anterior descending artery / left circumflex artery. The physician advanced a 3.00x12mm promus element plus stent delivery system and deployed in the target lesion at 14atms for 27 seconds. The physician then observed a dissection of the circumflex (cx) artery. The physician treated the dissection by implanting an overlapping 3.0x8mm promus element stent delivery system. No further patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).